Manufacturer narrative:
A media review of the provided procedural transesophageal echocardiography (tee) was conducted by a boston scientific (bsc) medical director. Pre-implant tee images and video loops showed a windsock anatomy at the lower tee angles. However, multiple lobes became apparent at high tee angles. The maximal diameter at the ostium was measured at 15mm, and the laa appeared quite shallow, measuring at about 13mm. Later video loops showed a deployed watchman flx closure device in the laa, with the access and delivery system still in close proximity. The closure device was slightly tilted and tugged under the limbus at the lower tee angles and displayed a shoulder of about 1/3, which was best seen at the 90-135 degree tee angles. Two-dimensional color doppler did not reveal any significant leak. The measured maximum diameter of the deployed device was 21mm (i.e. Compression of about 13% for a 24mm device). The core wire attachment and the cause of its premature detachment could unfortunately not be confirmed from the provided tee images.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. The closure device was deployed into the laa without issue. While the sheath was pulled back in preparation for the tug test, the core wire dislodged from the closure device. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman (flx) delivery system with blood in the device. The implant was not returned. The hub, sheath, core wire, tip and implant were microscopically and visually examined. Inspection of the device revealed tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. There was no other damage or defect observed. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. A media review of the provided procedural transesophageal echocardiography (tee) was conducted by a boston scientific (bsc) medical director. Pre-implant tee images and video loops showed a windsock anatomy at the lower tee angles. However, multiple lobes became apparent at high tee angles. The maximal diameter at the ostium was measured at 15mm, and the laa appeared quite shallow, measuring at about 13mm. Later video loops showed a deployed watchman flx closure device in the laa, with the access and delivery system still in close proximity. The closure device was slightly tilted and tugged under the limbus at the lower tee angles and displayed a shoulder of about 1/3, which was best seen at the 90-135 degree tee angles. Two-dimensional color doppler did not reveal any significant leak. The measured maximum diameter of the deployed device was 21mm (i.e. Compression of about 13% for a 24mm device). The core wire attachment and the cause of its premature detachment could unfortunately not be confirmed from the provided tee images.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. The closure device was deployed into the laa without issue. While the sheath was pulled back in preparation for the tug test, the core wire dislodged from the closure device. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. The closure device was deployed into the laa without issue. While the sheath was pulled back in preparation for the tug test, the core wire dislodged from the closure device. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.